Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2013 and straps were used to fixate mesh. The surgeon states that the device caused bleeding. The first bleed was located in the right lower quadrant and was stopped with pressure. The second bleed was in the left lower quadrant, the surgeon states that he had to use suture to stop the bleeding. The bleeding stopped. The surgeon switched the product at that point to an absorbatack. The patient developed a post operative hematoma. Treatment for the hematoma is unknown. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). Blood loss. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.